Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently entered the value "10" into the bolus screen, believing she was entering in grams of carbs, but actually administered 10u of insulin via bolus which is more insulin than she had intended to administer. The customer reported that this bolus issue was due to the carbohydrate setting being set to "off" within the bolus settings and it had been forgotten to adjust this setting while at the healthcare providers office. Tandem customer technical support (cts) assisted the customer with turning the carbohydrate to "on". The customer's blood glucose level was not impacted and was consuming carbohydrates to compensate for the over-delivery of insulin. The customer declined cts's offer to follow-up.